Manufacturer narrative:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction, and no sound was produced by the speaker. The remote service engineer (rse) determined that the speaker was defective and required replacement. Based on the information available, and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. H3 other text : evaluation performed by customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6). E2: reporter phone number (B)(6).

Event description:
The customer reported speaker assembly failure. It is unknow if there was sound. The device was in use on patient at time of event, there was no adverse event reported.